Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to emit x-ray. The device was in clinical use at the time of event, however, there was no harm or injury to the user or the patient, reported to philips. The procedure was completed as planned after a restart. Analysis was not performed by philips field service personnel, as the customer declined the service visit. The field service engineer (fse) contacted the customer and obtained the necessary information. The reported issue was resolved following a system restart, and the system was restored to normal working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.